Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a failure to capture and undersensing were observed on the device prior to the patient experiencing a non-sustained ventricular tachycardia (nsvt). No intervention has been performed at this time. The patient was stable.